Event description:
Facility reports patient was restless and crying. PICC line discovered broken right under catheter "heart". Nurse made unsuccessful attempt to repair. Line was pulled and both pieces placed in container. It is unclear if a new catheter ws inserted, no pt. Injury or adverse sequlae were reported.